Event description:
It was reported by the affiliate that (1) mcs20 was used during a coronary procedure. It was reported by the affiliate that the staples are not advancing. Opened another instrument to complete the case. No adverse pt outcome.